Manufacturer narrative:
Concomitant medical products: product ID: 8253200, serial/lot #: ni/ni. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that the stim 1 was not working. The device was tested with a new patient interface however, the issue persisted. There was no known patient impact reported.

Manufacturer narrative:
Continuation of concomitant products: the serial number is (B)(4) and the lot number is 216479831. Analysis found that there was no fault with the two devices. Both devices were tested and passed all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.